Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the white tissue pad fell off during the procedure of laparoscopic appendectomy. The fallen piece was retrieved by forceps and was confirmed that the whole piece was intact and the fallen piece was disposed. Changed another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.